Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/07/2016. The fse found that solenoid for valve lv17 was faulty. The fse replaced the solenoid, which repaired the leak and the aspiration errors. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument generated aspiration errors at the time of the event. The volume of the leak was about 10 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.